Event description:
It was reported during a procedure, the stylet could not be inserted into the lv lead and it perforated the lead body. This occurred with the second lead as well. The leads were not used and the case concluded normally. There was no adverse event for the patient.

Manufacturer narrative:
Analysis was normal. The damage found was sustained during the surgical procedure. The lead was otherwise normal.